Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump was exposed to fluid and stopped working. The customer's blood glucose level was unknown. The customer also reported a crack on the display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return their device back for analysis. The customer's call was disconnected and nothing was replaced or returned.

Manufacturer narrative:
The pump had a blank display due to moisture damage on the electronic assembly. The motor had moisture damage. The pump failed the leak test at the cracked case on the battery tube side. The pump also had a minor/deep scratch on the display window, a scratched case, keypad overlay texture damage, a pillowing keypad overlay and a cracked keypad overlay at the select button. No crack was noted on the display window or on the lcd glass.